Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to moisture damage keypad trace. The insulin pump had a scratched lcd window, cracked display window corners, broken beltclip slot, cracked reservoir tube lip, missing end cap sticker. Analysis was unable to performed the displacement test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Troubleshooting was not able to resolve the issue. The customer also mentioned having a low blood glucose level of 47 mg/dl. The customer states she treated for the low blood sugar, but did not provided details. The device was returned for analysis.